Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) , 2022 with blood glucose of 33 mg/dl. Customer did experienced symptoms of low blood glucose such as loss of consciousness. It was unknown if the customer was using auto mode or not at the time of incident. The customer will continue to use the device.